Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. Customer's blood glucose value was unknown. Customer stated that they had difficulty to removing cap even with a knife and sent a photo showing leaks as well. The device will not be return for analysis.